Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached 583 mg/dl while wearing the pod on the leg for longer than 48 hours. Patient was feeling weak, nauseous and was vomiting all day. Patient removed the pod and called an ambulance. When the patient arrived at the hospital, they were reportedly vomiting blood caused by the effort of vomiting for so many hours. Patient received saline and IV fluids while in the ambulance. At the hospital, the patient received IV fluids, long and short acting humalog insulin by injections. Patient also received antibiotics of large range because at the beginning doctors were not sure what the issue was, if there was an infection or even a heart attack. Blood sugar tests, echocardiogram and a CT scan to the stomach were taken. Patient was discharged on (B)(6) 2025.